Event description:
The hospital's biomedical engineer (bme) reported that the unit annunciated a primary alarm failure error message. The device was not in use on a patient at the time of the reported event. The unit was evaluated by the bme with assistance from a remote service engineer (rse). The bme identified error codes related to primary alarm failure and power speaker failure in the event log. The rse discussed the suggested repair per the v60 service manual and provided part information for the cpu board and speaker assembly. The bme did not respond to multiple requests to confirm the repair of the device. It is unknown if any parts were replaced and if the unit has been placed back into clinical service. No further details could be obtained. If/when new information becomes available at a later date, the complaint will be reopened and a supplemental report will be submitted.